Event description:
Pt called lfs alleging that their one touch basic enhanced meter would not power on. The last result obtained on the reported meter was "152 mg/dl" at 10:30 am. It is unk how long the meter has been having power issues. Pt described feeling light headed and tired at the time of concern. Pt contacted their physician for advice, however, they reported being tested and treated in the physician's office. The result and treatment info were not provided. The customer service rep discovered that this was not a new product, the batteries were correctly installed, the battery contacts were in good condition, and the batteries were new. Pt's meter was replaced, since the power issue was not resolved. Medical affairs specialist mailed a letter to the pt, since the phone number provided was not in service. Based on the info provided, there was not enough evidence to suggest that the meter contributed to an adverse event. The meter is being reported due to the unresolved power issue.